Manufacturer narrative:
Four k+ and four k- red cells were tested with retention anti-k (series 2), lot 6m7522; expected reactivity was observed. Sample from donor unit was sent for investigation testing. The donor red cells were tested with retention anti-k series 2, lot 6m7522 and anti-k, lot 6c4129 (human polyclonal). No reactivity was observed with retention anti-k series 2, lot 6m7522. Positive reactivity (1+) was observed with anti-k, lot 6c4129. The donor cells had a negative dat. The donor red cells were tested with additional lots of monoclonal anti-k and negative reactions were observed. When tested with another lot of polyclonal anti-k, weak (+w) reactivity was observed. Dna testing is needed to confirm donor k antigen status. This complaint appears to be due to the nature of the sample.

Event description:
Customer reported unexpected negative reactions with immucor anti-k (human monoclonal) series 2 when testing a donor sample. Repeat testing with various manufacturers' polyclonal anti-k resulted in positive reactions (1+ to 2+).